Event description:
Requested interpretation of carleink at/af epldoses as patient has been having complaints of palpatations. Episodes show ffrw oversensing. P wave 1.6mv; sensitivity 0.45mv, pavb partial plus. Ffrw appears larger than sensed p wave, discussed programming options. Also discussed that despite ffrw, patients symptoms may be related to frequent pacs and aflb. Caller to discuss with md. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).